Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery:(B)(6) 2017. Revision of patella due to poly wear.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of wear of the patella component. However, this cannot be confirmed as the device was not available for evaluation and no further information could be provided.

Event description:
Index surgery: (B)(6) 2017. Revision of patella due to poly wear.